Event description:
Philips received a complaint from philips authorized service provider (asp) reporting a proximal pressure sensor autozero failed message occurred on the v60 ventilator. The device was not in clinical use. There was neither harm nor patient/user impact reported. The issue was occurred during a preventative maintenance (pm) evaluation. The device did not meet specification for intended use and was remained out of service. The asp confirmed the diagnostic coding in the device event log and determined replacement of the gas delivery subsystem (gds) was required. Investigation ongoing.

Manufacturer narrative:
H10: the asp installed a new gds and confirmed resolution with performance verification testing (pvt) per manufacturer specifications. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The removed gas delivery system (gds) was returned to the product investigation lab (pil) for analysis. The pil technician visually examined the component and reported there was no discernable visual issues. The pil technician installed the touchscreen into a pil v60 standard test bed (stb) for testing. The pil technician confirmed the gds generated error code (e/c) 110b (the proximal pressure is not measured, and pressure-related alarms are compromised) during stb operation at the pil. A temporary install of a known good working solenoid into position 3 verified that the gds operated without issue or error code. During the trouble shooting process, e/c e110b was determined to be due to a faulty solenoid 3 of the gds. Conclusion: solenoid 3 was verified to be faulty.